Manufacturer narrative:
The reported event of battery discharge alerts file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted.

Event description:
The customer reported that some devices were not plugged in while in use or during storage and users reported ¿battery discharge¿ alerts were frequently reported. There was no patient harm reported.

Manufacturer narrative:
The reported event of battery discharge alerts file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted

Event description:
The customer reported that some devices were not plugged in while in use or during storage and users reported ¿battery discharge¿ alerts were frequently reported. There was no patient harm reported.